Event description:
This is to advise of a fracture with a protruding component found during analysis. During the af procedure, it was noted that the catheter was extremely noisy. A couple of electrodes were so noisy that no signal was visible. The correct pinning and output cables were checked, and the cable was replaced, with no resolution. The catheter was replaced, which resolved the issue, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrode 7 read as an open circuit, consistent with the reported event. Electrode ring 7 was displaced and conductor wire 7 was fractured proximal to the weld joint on the electrode ring, consistent with the open circuit detected. The wire was noted to be protruding from the paddle material. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode and fractured conductor wire remains unknown.